Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number 551472, expiration date 02/29/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.

Event description:
Caller states patient received results of 103 mg/dl on inform system 1 and 50 mg/dl on inform system 2 within 10 minutes. Caller states comfort curve test strips were used with both inform systems. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.